Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display was dim and discolored, the up arrow keypad button was intermittently responsive, and there was contamination under the button key contacts. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the battery compartment was cracked. The display screen was observed to be dim, faded, and discolored. Additionally, the up arrow keypad button was intermittently responsive. The keypad cover was removed, and there was evidence of contamination found under the contrast, up arrow, and down arrow button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.